Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.0x33mm xience xpedition referenced is being filed under a separate medwatch report#.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex artery. The patient presented with unstable angina. An angiography was performed and no thrombus was observed. A 2.50x12mm xience xpedition stent delivery system (sds) failed to cross and the stent became entangled with a previously implanted stent in the same lesion. The sds was removed; however, the stent dislodged. A snare device was used to retrieve the stent. The procedure was successfully completed with a 3.0x33mm xience xpedition sds. The patient was doing fine after the procedure; however, subsequently died the morning of (B)(6) 2017 due to unknown reasons. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy causing the reported failure to advance. During retraction, the stent delivery system (sds) interacted with the previously implanted stent causing the reported device entrapment and stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.